Event description:
Procedure type: hernia. According to the reporter: on (B)(6) 2013, the pt developed an intestinal subocclusion. This was noted to be resolved on (B)(6) 2013. Treatment: medication.

Manufacturer narrative:
(B)(4).